Event description:
User stated that the tip of nitinol wire broke off in pt during femoral artery procedure. Physician was unable to remove with a snare. Pt sent to surgery for cut down procedure to retrieve wire tip. Tip was retrieved successfully without incident to pt.

Manufacturer narrative:
A performance test was performed on a related device from the same lot number. It is known that users will manipulate the proximal end of the guidewire to prevent it from advancing distally. This technique is not promoted by galt. The technique of bending the proximal end of the guidewire was replicated by galt. This caused the distal tip of the guidewire to break. The failure has been determined to be the result of user error.